Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Reprogramming options were discussed by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device remains in service.